Manufacturer narrative:
THE DEVICE WAS MALFUNCTIONED IN (B)(6) 2010 AND WAS SOLD IN (B)(6) 2012. PER THE DISTRIBUTOR THE DEVICE HAD JUST BEEN INSTALLED WHEN THE ERROR OCCURRED. THE DISTRIBUTOR IS TRAINED TO EVALUATE AND REPAIR THE PRODUCT. UPON EVALUATING THE DEVICE IT WAS FOUND THAT THE CHECK VALVES IN THE PNEUMATIC MANIFOLD WERE DRY AND CRACKED. THE CHECK VALVES WERE REPLACED AND THE VENTILATOR WORKED PROPERLY. A CAPA HAS BEEN ISSUED TO THE QA/RA DEPARTMENT OF THE MFR TO VERIFY THAT DEVICES MANUFACTURED OUTSIDE OF A SPECIFIC TIMEFRAME MUST BE PERFORMANCE VERIFIED PRIOR TO BEING SOLD/ SHIPPED TO A CUSTOMER. THE GOAL IS TO VERIFY ALL COMPONENTS ARE FUNCTIONING PROPERLY. DEVICES ARE CURRENTLY TESTED AND VERIFIED AT TIME OF MANUFACTURE. IF THE DEVICE SITS FOR A PERIOD OF TIME IT IS NOT RE-VERIFIED PRIOR TO SHIPPING.

Event description:
.The distributor reported that during installation of the device at Apply the customer's facility, the distributor was unable to stabilize the PEEP and PIP pressures when the values were changed.The values moved up and down.